Manufacturer narrative:
No related complaint received with return of device. Failure event observed during analysis. (B)(4). An insulation abrasion exposing the outer coil was found at 4.8 cm to 5.1 cm from the connector pin. Abrasions are consistent with constant friction with another device. (B)(4).

Event description:
This report is to advise of an event observed through analysis.